Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue is due to a over tighten the screw that caused the front and back bezel to break, it was also found to have physical damage during instillation to the mib connection on pcba control board.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is flickering. The customer stated there was no patient involvement associated with this event.